Event description:
The customer reported experiencing high blood glucose. Troubleshooting was performed. The customer stated that she was feeling symptoms of high blood glucose, and she was planning on going to the hospital. The customer stated that she has taken manual injections to bring her glucose level down, but it did not seem to have helped. The customer stated that she changes the infusion set every three days. Ran a fixed prime and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.